Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿scan again in 10 minutes¿ error message on the same day of wearing the adc device and was unable to obtain readings. As a result, customer experienced dizziness, loss of vision, sweating, seizure, and self-treat with juice but then lost consciousness. Customer had contact with a healthcare professional who provided unspecified fluid injection as a treatment for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event.

Event description:
A customer reported receiving a ¿scan again in 10 minutes¿ error message on the same day of wearing the adc device and was unable to obtain readings. As a result, customer experienced dizziness, loss of vision, sweating, seizure, and self-treat with juice but then lost consciousness. Customer had contact with a healthcare professional who provided unspecified fluid injection as a treatment for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated and no issue was observed with the returned sensor patch. Data was extracted using approved software and the sensor was found to be in sensor state 6 (indicating abnormal termination) with an unlocked puck memory event (event 16). Event code 16 is generated when the system successfully detects the puck memory (iso block) is unlocked and the system shuts down the puck resulting in a ¿replace sensor¿ message. The cyclic redundancy check (crc) error was also observed indicating the sensor data to be overwritten due to sensor corrupts memory. Under normal conditions the puck memory should be locked during sensor kit manufacturing. An extended investigator was also performed. Visual inspection was performed on the returned sensor, no damage from misuse were observed. Extracted sensor data using the evaluation module (evm) and patch reader software. Sensor was in sensor state 6 with 16 in event log indicating that the iso memory blocks unlocked. When the memory becomes unlocked the puck shuts down to prevent any use of the sensor. This will generate a message to replace the sensor. Therefore, this issue is confirmed to unlocked memory blocks. All pertinent information available to abbott diabetes care has been submitted.